Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a treatment for tendon rupture, when the surgeon opened the synthetic absorbable surgical suture during the tendon anastomosis and found that the needle joint was broken and could not be used. A new suture was replaced with in time for surgery, and the operation was successfully completed. No patient injury.